Event description:
It was reported that on (B)(6) 2006: patient presented with back and left leg pain. Physician examined her lumbar spine MRI from (B)(6) 2006, standing ap and lateral films that were done on this day, and 6 foot films of her spine. Patient has foraminal stenosis on the left side at l4-5 and l5-s1. She has wide decompressions from l3-s1. She has degenerative lumbar scoliosis. The apex of her curve is at l3, l2 is significantly into her curve, the neutral vertebra is at t12. (B)(6) 2006: patient presented for a pre op examination. Surgical procedure was discussed and patient consented to procedure. (B)(6) 2006: patient presented with progressive back and leg pain after a lumbar decompression. Patient continued to fail non-operative treatment. MRI and x-rays showed foraminal stenosis, l4-5 and l5-s1 as well as progression of her lumbar degenerative adult scoliosis. Patient had a pre op diagnosis of degenerative lumbar scoliosis with left l4 and l5 radiculopathy and foraminal stenosis. Patient underwent the following procedures: 1. Anterior spinal fusion with allograft spacers and rhbmp-2/acs at l3-4, l4-5, and l5-s1; 2. Posterior instrumental spinal fusion, t12-s1 with placement of bilateral iliac screws, harvesting of right iliac bone graft, applications and removal of gardner-wells tongs. It was reported that a tear of the right iliac vein at insertion of the lumbar vein did occur. No further complications were reported. (B)(6) 2006: patient presented for a post op examination. Patient reports her back is a little sore, but her leg pain seems to better. Exam found well healed incisions and patient has lost some weight and lateral lumbar films show implants in good position and there has been good correction of some of her scoliosis. (B)(6) 2006: patient presented with slight difficulty sleeping, some swelling in her left leg, and some tenderness over her greater trochanter. Ap and lateral films of her lumbar spine show good position of her implants and her anterior allograft at l3-4, l4-5, and l5-s1. (B)(6) 2006: patient called in and reported slipping in shower. Patient is now having severe muscle spasms in right ribcage. (B)(6) 2006: patient presented stating that her radicular leg symptoms have largely resolved and her back pain has gotten quite a bit better. She does report occasional twinges of discomfort in her back and her left leg. Standing ap and lateral films of her lumbar spine show good position of her implants. No evidence of loosening. Her femoral rings have not yet incorporated in the front. (B)(6) 2007: patient presented with occasional left leg pain and some discomfort in her lower back. Ap and lateral films of her lumbar spine showed good position of her implants and no evidence of loosening. Corporation of her femoral rings clearly at l4-5 and l5-s1. (B)(6) 2007: patient presented stating she fell a couple months ago and developed some more mid lumbar back pain. Patient also reports some neck discomfort. Ap and lateral films of her lumbar spine and implants are in good position with no evidence of loosening. No evidence of fracture of a rod. T11 can be seen above and there is no evidence of an adjacent segment fracture. (B)(6) 2008: patient for ap of the lumbar spine and lateral views that showed hardware intact and alignment was unchanged. The l3, l4, and l5 disc spaces are solidly fused. Patient reports more right sided low back pain. Exam finds tenderness in vicinity of her right sacroiliac joint, possibly over her iliac screw. Assessment: possible sacroiliac dysfunction or prominent irritated iliac screw. (B)(6) 2008: patient presented for right si joint injection. Patient had a pre op diagnosis of right sacroiliac joint dysfunction. No complications were reported. (B)(6) 2008: patient called with increased pain after injection. Patient had pain in low back down to outside of right leg to just below the knee, as well as pain in left heel and outside of foot. (B)(6) 2008: patient presented with increasing pain at the thoracolumbar junction as well as in the low back. Patient gets shooting type pains along the sides of her back. Patient also reports developing more leg pain, worse on the left than the right with some paresthesias associated with both legs. Impression: 1. Thoracolumbar pain, likely due to proximal junctional kyphosis; 2. Other nonspecific low back pain and non-activity-related leg pain of uncertain etiology. (B)(6) 2008: patient presented for CT of the lumbar spine. Findings: t11-t12, disc degeneration is present with a vacuum disc phenomenon anteriorly with chronic sclerosis within t11-12 vertebral bodies with anterior endplate osteophytes. Disc bulge is present along anterior and far lateral borders of the disc without significant posterior disc bulge, central spinal or neural foraminal stenosis. Mild bilateral facet degenerative changes are present; levoconvex scoliosis of lumbar spine; l2-l3, minimal retrolisthesis of l2 on l3 vertebra is present with a disc height loss and a diffuse disc bulge. Calcification and hypertrophy of ligamentum flavum is noted on the left side with mild central spinal stenosis without significant neural foraminal stenosis; l4-5, lateral listhesis l4 on l5 vertebra is present to the left. Bone graft is present within the disc space. Mild left neural foraminal stenosis is present. Patient continues to complain of mid and low back pain and some numbness and tingling in the legs. Pain is in the low back in upper lumb ar/ low thoracic region. (B)(6) 2010: patient presented with fibromyalgia symptom flare up, pin in the arms, shoulders, and back. Assessment: uncontrolled fibromyalgia. (B)(6) 2010: patient called in a reported a sudden increase in pain and felt grinding noises in back. CT taken in the ER showed no fracture or broken hardware. Scans did show posterior thoracolumbar fusion changes note with micro-metallic artifact mildly obscuring fine anatomic detail. There is associated mild scoliosis and multilevel degenerative spondylosis with no critical bony spinal stenosis identified. There likely is some element of bilateral neural foraminal stenosis at l4-5 due to degenerative spondylosis and facet arthropathy. (B)(6) 2010: patient presented for presented for follow up of back pain that occurred after she was working at home and felt pop and crackling sound in the back when turns or bends. Patient has chronic low back pain and lumbar disc disease. Paint is 7/10 and has radiation down the legs r greater than left. Assessment: disc disorder, lumbar. (B)(6) 2010: patient presented for digital mammography with cad which found no radiographic signs of malignancy. (B)(6) 2011: patient underwent CT scan of the lumbar spine. No significant change is seen. (B)(6) 2011: lumbar CT was performed which showed evidence of surgical extension but no significant change to study conducted (B)(6) 2011. Assessment: post-laminectomy syndrome, lumbar region. Patient has significant amount of back and right leg pain. CT¿s show she has some lateral recess and foraminal stenosis to the right at l4-5. (B)(6) 2011: patient presented with lower back pain radiating to the right leg that started two weeks ago that was described as severe. Patient reports being bed ridden for a week. Assessment: 1. Other acute pain, with acute severe lower back pain; 2. Degeneration of lumbar or lumbosacral intervertebral disc; 3. Post-laminectomy syndrome, lumbar region; 4. Senile osteoporosis; 5. Reflux esophagitis. (B)(6) 2011: patient presented with exacerbated pain without any accident or injury. As the pain worsened the spinal cord stimulator was adjusted without improvement. Patient has low back, bilateral buttock and lateral leg pain extending to the feet with the right worse than the left. The pain is constant, shooting, and spasms. Pain is 9/10. There is weakness, numbness and tingling bilaterally in the lower extremities extending to the feet. Assessment: post-laminectomy syndrome, lumbar region. Patient has significant amount of back and right leg pain. CT¿s show she has some lateral recess and foraminal stenosis to the right at l4-5. (B)(6) 2011: patient underwent ap and lateral views of the lumbar spine. Impression: stable post op appearance of the lumbar spine. CT of the lumbar spine shows patient has undergone extensive hardware and bony fusion of the lumbar spine extending from t12-s1. There is an apparent fracture through the bony fusion at about the l3 level. The diastasis between the fracture fragments has increased. Bone scan found: 1. Focal uptake at the approximate t11-12 level which may be degenerative or reactive in nature as this is the level immediately superior to the thoracolumbar fusion levels; 2. There is focal uptake at the approximate l3 level noted nonspecific. The uptake appears to be somewhat irregularly shaped and has at least a linear component that may in part be due to the left posterior bony fusion fracture as the activity is slightly asymmetrical leftward in morphology. (B)(6) 2011: patient presented with current imaging following an exacerbation of low back, bilateral buttock and lateral leg pain ex tending to the feet with the right worse than the left. Pain is 8/10 and mainly located in her back today. Patient presented emotional and was crying stating that the pain is unbearable and has changed her quality of life. Assessment: 1. Post-laminectomy syndrome, lumbar region; 2. Lumbago; 3. Closed fracture of lumbar vertebra without mention of spinal cord injury. Patient has a facet fracture in the middle of her fusion construct. (B)(6) 2011: patient presented for emg on both lower extremities. Impression: abnormal emg/ncv with evidence of active denervation in the right l3-4 distribution consistent with active radiculopathy. Emg study findings: abnormal emg/ncv with evidence of active denervation in the right l3-4 distribution consistent with active radiculopathy. Assessment: 1. Closed fracture of lumbar vertebra without mention of spinal cord injury; 2. Post-laminectomy syndrome, lumbar region. Patient has a fractured facet on x-ray and a fracture of the rod on that side at the same level. (B)(6) 2011: patient presented for follow up after bone scan and emg following an exacerbation of low back, bilateral buttock and lateral leg pain extending to the feet with the right worse than the left. Patient reports her arms, hands and fingers become numb after riding in the car or extended sitting. Patient reports pain all over and states her arms have been twitching, her jaw feels like it gets hung up, and she has no strength in her hands. (B)(6) 2011: patient presented to discuss trial of reclast due to other meds causing gi intolerance. Assessment: 1. Unspecified osteoporosis; 2. Other screening mammogram; 3. Other and unspecified hyperlipidemia. (B)(6) 2011: patient presented for follow up following test that showed mild leukopenia. Patient reports feeling great and states stimulator is working great for her back pain. Assessment: 1. Esophageal reflux; 2. Unspecified osteoporosis; 3. Unspecified vitamin d deficiency. (B)(6) 2011: patient presented for follow up of a facet fracture and hardware failure. Brace and bone growth stimulator have been used to attempt to heal the fracture. Patient reports persistent low back, bilateral buttock, right hip and lateral leg pain extending to the feet with the left worse than the right. Patient reports her arms, hands and fingers become numb after riding in the car or extended sitting. Patient reports a new onset of constant dull aching pain in her right lower back that becomes sharp and acute intermittently that she rates 3/10. Assessment: 1. Closed fracture of lumbar vertebra without mention of spinal cord injury; 2. Post-laminectomy syndrome, lumbar region. (B)(6) 2011: CT of the lumbar spine demonstrates posterior fusion surgical changes with hardware bony fusion fractures unchanged. No acute osseous abnormalities. (B)(6) 2011: patient presented with pain and soreness to the in neck and a palpable mass. There is vague pain in the l supraclavicular area. Assessment: essential hypertension; esophageal reflux; obesity; unspecified disorder of thyroid; idiopathic osteoporosis. (B)(6) 2011: CT scan of the neck shows a diffusely enlarged, heterogeneous thyroid extending into the mediastinum, without any extri nsic pressure to the trachea or neck vessels. (B)(6) 2011: patient underwent total thyroidectomy. (B)(6) 2011: patient presented with a pre op diagnosis of multi-nodular thyroid goiter with compressive symptoms. Patient underwent total thyroidectomy. No complications were reported. (B)(6) 2011: patient presented for a post op exam after total thyroidectomy. Patient reports dizziness and tiredness, and a cough. (B)(6) 2012: patient presented with persistent low back, bilateral buttock, right hip and lateral left leg pain extending to the feet. Patient states her arms, hands and fingers become numb after riding in a car or extended sitting. Assessment: closed fracture of lumbar vertebra without mention of spinal cord injury; post-laminectomy syndrome, lumbar region. (B)(6) 2012: patient presented with persistent and worsening low back, bilateral buttock, right hip and lateral left leg pain. Pain rates 6/10. Patient stated the bone growth stimulator relieved her pain for the first couple of months but is no longer beneficial. Assessment: 1. Post-laminectomy syndrome, lumbar region; 2. Closed fracture of lumbar vertebra without mention of spinal cord injury. Patient has a known fractured rod as well as fracture through the lateral mass fusion at the l3 level. Patient is ordered to undergo CT. (B)(6) 2012: patient presented for a follow up for psuedoarthrosis with hardware failure of an extensive thoracolumabar fusion t12-s1 with iliac screws. Patient has a lateral mass fracture at l2-3. There is a fracture of the rods bilaterally. Patient complains of recurrent severe throbbing rightlower back pain radiating down the right buttock, right lateral thigh to the knee. Pain is 10/10. She reports constant numbness and tingling to bilateral lower legs and feet. Weakness is reported to both legs and she often walks with a cane. CT scan of the lumbar region was performed. Findings: status post extensive hardware and bony fusion of the lumbosacral spine; previously identified fractures through the vertical rod on the left and through the osseous fusion material on the left is again noted; it is also noted that there is a fractured vertical rod on the right and the fracture at this level extends from left to r ight suggesting the possibility of some previously unappreciated instability; position and alignment of the hardware, vertebral bodies, and fusion material are all unchanged when compared to previous study. Assessment: post-laminectomy syndrome, lumbar region; closed fracture of lumbar vertebra without mention of spinal cord injury. (B)(6) 2012: patient underwent an echocardiogram which came back normal. (B)(6) 2012: patient presented with the following pre op diagnoses: 1. Lumbar insufficiency fracture; 2. Post laminectomy syndrome; 3. Lumbar psedoarthrosis; 4. Lumbar instrumentation failure. Patient underwent a procedure to explore and revise her fusion. Procedure found between l2 and l4 there was relatively sparse fusion mass bilaterally. The lamina on the left side were well developed and intact, the lamina on the left side were atretic and there was really no fusion mass on that side. Bone stimulator and hardware was removed and new hardware was implanted. No complications were reported. (B)(6) 2012: patient presented for suture removal following removal of spinal cord stimulator, removal/replacement of rods, and l2-4 lateral mass fusion. Patient reports improvement of symptoms with her pain at 4/10. He pain is a constant ache originating in her right side low back which is alleviated by pain medication. Patient states that the numbness and tingling she experiences in her lower extremities is improved and only occurs occasionally. Patient does continue to complain of bilateral lower extremity weakness. (B)(6) 2012: patient presented with some dizziness with head movement and some nasal congestion. Patient presented for lumbar images to be taken. Studies showed stable thoracolumbar fusion hardware without acute osseous pathology. Assessment: 1. Other and unspecified hyperlipidemia; 2. Postsurgical hypothyroidism; 3. Post-laminectomy syndrome, lumbar region; 4. Unspecified osteoporosis; 5. Vasomotor rhinitis. (B)(6) 2012: patient presented and stated she had no pain today. However, patient did report she still has bilateral anterior thigh numbness and tingling that began after surgery. Assessment: post-laminectomy syndrome, lumbar region; closed fracture of lumbar ver tebra without mention of spinal cord injury. Patient is doing well and most of her pre op pain is improved. The bone growth stimulator generator will eventually need to be removed. (B)(6) 2012: patient presented with no reports of pain but has some persistent left anterior thigh numbness and tingling that began after the surgery. Patient also reports intermittent pain in her ribcage. Imaging studies show stable post op changes from extensive thoracolumbar fusion with no new osseous abnormalities and hardware components appear intact. Assessment: closed fracture of lumbar vertebra without mention of spinal cord injury; post-laminectomy syndrome, lumbar region. (B)(6) 2012: patient presented with thyroid related concerns. Patient has been losing more hair than normal for last year, and has some insomnia for 2-3 months and hot flashes off and on during day and night. Patient also reports increased anxiety, and leg and fee cramps. Assessment: postsurgical hypothyroidism; other and unspecified hyperlipidemia; lumbago. (B)(6) 2012: lumbar plain films taken show no hardware loosening or failure. Osseous structures demonstrate diffuse osteopenia and there is stable appearance to a mild superior endplate compression deformity at l2 with no new osseous abnormalities appreciated. There are clear bridging osteophytes as well as a fusion mass at the surgical levels. (B)(6) 2012: patient presented with mild low back pain and some persistent left anterior thigh numbness and tingling. Patient also r eports intermittent bilateral shoulder pain. Assessment: 1. Post-laminectomy syndrome, lumbar region; 2. Closed fracture of lumbar vertebra without mention of spinal cord injury. (B)(6) 2012: patient presented for medical clearance of bone growth stimulator removal procedure. (B)(6) 2012: patient presented with a pre op diagnosis of pseudoarthrosis. Patient underwent removal of implanted bone growth stimulator. No complications were reported. (B)(6) 2012: cervical CT of patient was taken which found no acute pathology identified in the soft tissues of the neck. (B)(6) 2012: patient presented with mild to sharp intermittent low back pain that radiates laterally down both legs and into all toes, stating left side is worse. Patient also reports mild persistent left anterior thigh numbness and tingling and bilateral leg weakness. Patient also reports persistent pain in her throat and lip numbness. Assessment: other symptoms involving head and neck; post-laminectomy syndrome, lumbar region; closed fracture of lumbar vertebra without mention of spinal cord injury. (B)(6) 2013: patient presented with exacerbation of back pain. Mild to sharp intermittent low back pain that radiates laterally down both legs and into all toes, stating left side is worst. Patient reports difficulty sleeping due to intense bilateral feet and leg pain and cramping. Patient also reports mild persistent left anterior thigh numbness and tingling, which she attributes to post-surgical nerve damage. Assessment: closed fracture of lumbar vertebra without mention of spinal cord injury; post-laminectomy syndrome, lumbar region; lumbar strain. (B)(6) 2013: patient presented with possible sinus infection, nausea, and dizziness. Assessment: dizziness and giddiness; hypothyroidism; sinusitis. (B)(6) 2013: patient presented with dizziness and claims medicine is making her very tired. Assessment: chronic otitis media; vertigo.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.